Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir had air bubble. The customer¿s blood glucose level was near 350 mg/dl. The insulin reservoir will not be returned for analysis.